Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 13-oct-2016 - medical records received. After review of the medical records for MDR reportability, the revision operative note indicated fretting at the neck of the stem, metallosis, debris, and possible alval. This complaint is the right hip. Part/lot is being updated the femoral head and being reported. A doi was provided. This complaint was updated on: 2-nov-2016.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address a periprosthetic fracture, and the stem was found to be broken at the trunnion.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jun 07, 2017: legal claim received. Legal claim letter stated that the depuy hip implant have caused the client's accident and the implant will be preserved and made available for inspection. Added complainant information. This complaint was updated on: jun 08, 2017.

Manufacturer narrative:
Examination of the returned femoral head and femoral stem confirms the reported material fracture. Evaluation by depuy material sciences finds both the presence of fatigue characteristics and the amount of the fracture surface exhibiting fatigue characteristics indicated high-cycle low stress reversed bending fatigue failure. No material defects were observed in the stem that could have contributed to fracture initiation and/or propagation to failure. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. The investigation can draw no further conclusion with the information provided. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Addendum added 21 jun 2017. The complaint was reopened as a legal claim was received. Legal claim letter stated that the depuy hip implant have caused the client's accident and the implant will be preserved and made available for inspection. No further actions identified. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.